Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. The reported event of aspiration was confirmed. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak is consistent with damage during use.

Event description:
During the procedure, when the sheath was attempted to be exchanged with a cryo sheath in the left atrium, air was aspirated into the reported sheath. The procedure was completed without replacing the device and there were no adverse consequences to the patient.